Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/13/2017, that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and the data log could not be retrieved, the receiver would not boot up. The receiver case was opened for further evaluation. A visual interior inspection was performed and and found that there was moisture damage. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be moisture damage.